Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead integrity alert due to an increase to the sensing integrity counter (sic) and high rate non-sustained episodes. Oversensing was noted on the stored electrograms (egm). The rv lead was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.